Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to verify keypads unresponsive due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issues with the buttons and the display did not return. The customer also reported that the insulin pump had issues of losing settings and they were not able to see functions on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.